Event description:
It was reported that patient underwent a new left bundle (lb) pacemaker (pm) implant simultaneously with atrioventricular (av) node ablation on (B)(6) 2025. Upon device interrogation on (B)(6) 2025, the unipolar right ventricle (rv) lead impedance dropped tremendously. Later, the patient was re-interrogated, and the unipolar lead impedance returned to a normal value. The rv lead will be monitored. The patient was stable throughout.